Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed air bubbles in the line of a homechoice cassette. This was observed during set up of peritoneal dialysis therapy. The patient was connected at the time of the event. There were no signs of leakage or physical damage. There was no patient injury or medical intervention associated with this event. No additional information is available.